Manufacturer narrative:
Additional information per telephone conversation with customer biomed engineer (bme). The original recommendation was to install the pm board prior to obtaining additional parts, as it is possible the board may resolve all issues. The customer was informed that the mc board would need to be replaced prior to other repairs. The bme agreed and requested part number be emailed for ordering. Part details forwarded. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, motor control (mc) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from philips authorized service provider (asp) reporting diagnostic code 1127 occurred on the v60 ventilator indicating the over voltage protection (ovp) circuit failed. The device was not in clinical use. There was no report of harm. The asp identified the issue during a device pre-check for service activities. The asp ceased service activity and advised the customer of corrective actions needed. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) replaced the motor control (mc) printed circuit board assembly (pcba) once it became available, as well as the mc to data acquisition (da) cable. The asp performed the required performance verification tests per the v60 service manual. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.